Manufacturer narrative:
(B)(4). Batch #: u5a02u. Device analysis: the analysis found that one sr55 reload was received unfired and the swing tab was found to be in the locked position. Also, the reload was received with the knife not completely within doghouse and with the "doghouse" component of the cartridge damaged. Further analysis showed that the knife subassembly was damaged, a dent was noted on the pan cartridge making the reload non-functional. No functional test could be performed due the condition of the reload. A probable cause for the damage to the doghouse component indicates that the reload was improperly loaded (long loaded); then, when joining the device halves over the long loaded reload it may appear as the device not closing or that the alignment locking lever is hard to close, causing the damaged noted. Please reference the IFU for proper cartridge loading. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.

Event description:
It was reported that during the laparoscopic-assisted right hemicolectomy surgery, could not fire on the 1st firing. Changed the new one to complete surgery. There was no patient consequence reported. No additional information can be provided.